Manufacturer narrative:
The device was not returned for analysis. Since the device was not analyzed, the event could not be confirmed. Hemorrhages and clot movement are known inherent risk of mechanical thrombectomy procedure and are documented in the solitaire instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. MDR related to this event: 2029214-2017-00096 2029214-2017-00097 2029214-2017-00098 2029214-2017-00099 2029214-2017-00100 2029214-2017-00101.

Event description:
Citation: single-center experience of stent retriever thrombectomy in acute ischemic stroke. Wiacek m, kaczorowski r, homa j, filip e, darocha j, dudek d, guz w, bartosik-psujek h. Neurol neurochir pol. 2016 sep 23. Pii: s0028-3843(16)30112-8. Doi: 10.1016/j.pjnns.2016.09.001. [Epub ahead of print] pmid: 27717502 medtronic received information that two cases of symptomatic intracranial hemorrhage (sich) were found, and one case of thromboemboli ic event in the other vascular territory (anterior communicating artery (aca) embolization during middle cerebral artery (mca) occlusion treatment). It was noted that the aca was occluded with the fragment of thrombotic material lost during device withdrawal. There was however, no function impairment at the 3 months noted in this patient (mrs score 0). There was also report of 11 failed attempts to obtain recanalization tici of 0. These patients were reported to have been given intra-arterial thrombolysis.